Event description:
It was reported that during the use of the device for a non-clinical activity, the centrifugal controller unit took a while to power on (approximately five to ten minutes). There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Per the clinical risk review: a new perfusionist at the hospital was getting some introductory training on system-1 and when the system was "powered on", the centrifugal control unit did not boot-up and was not functioning. This could be labeled a start-up failure. After about 10-15 minutes, the centrifugal control unit did boot-up and appeared to function. Again, this specific event did not occur during a clinical procedure.